Manufacturer narrative:
The reported event could not be confirmed. The product family and lot number are unknown. No sample was returned for investigation. No review or conclusions could be made regarding the alleged deficiencies. A DHR review is not required as the lot number is unknown. The product family for this women¿s healthcare product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the women¿s health product ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient¿s attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. As per medical record review document received on 17-may-2024, the patient had experienced recurrent stress urinary incontinence, pelvic pain, postmenopausal bleeding, erosion, acute cystitis, urgency and frequency, intermittent vaginal spotting and vaginal discharge, vaginal pain, vaginal bulge, chronic bladder pain and dysuria, green discharge at vaginal introitus, red inflamed vaginal mucosa at introitus, mixed incontinence, other chronic cystitis, interstitial cystitis (chronic), urinary tract infections, and required additional surgical and non-surgical treatment.